Manufacturer narrative:
Results: calculations based on the patient's reported stimulation settings reveal that the ipg should have lasted approximately 19.6 years with an assumed impedance of 500 ohms. The ipg showed end of life after approximately 81 months; therefore, this event is considered premature battery depletion. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2004. It was reported that the patient's programmer had displayed a low battery message for several weeks. The patient had lost stimulation, and the programmer was unable to communicate with the ipg. It was reported that the physician explanted and replaced the patient's ipg due to the alleged battery depletion. The explanted ipg was discarded, therefore, the device will not be returned to the manufacturer for evaluation. No further information is available.